Manufacturer narrative:
The device has been received and currently being evaluated. A f/u report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
The facility alleges that the ligation clip was broken during operation. No pt injury or medical intervention was reported. No additional information was available.